Event description:
This device is approaching eri indication. Per boston scientific, this device was replaced with a boston scientific device on (B)(4) 2011. The following physician's would not return phone calls regarding this patient.